Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On contact, the nurse declined to provide any information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers: h12c27078, h12d05023, and h12d27068. No exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number: h11l16074 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Batch review results are acceptable no further evaluation required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.